Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient presented to hospital with the vad exhibiting power consumption above normal associated with high watts alarms, dark urine, elevated lactate dehydrogenase (ldh) and suspected of having a vad thrombus. The patient was bridge to transplant and the patient status was elevated to status four. The patient has deteriorated and is now not an ideal candidate for a heart transplant. The vad power at the time the patient initially presented was at 6-7 watts, which has been steadily increasing since admission and increased to 25 watts and has sat there until the vad was turned off intra-operative. There was no imaging that was provided to confirm the thrombus but the echocardiogram showed there were still flow through the vad. The patient ldh was increased on admission but has resolved within the first 24 hours, and creatine levels were steadily climbing from a baseline. The patient was on warfarin at the time of the thrombus and the international normalized ratio (inr) was well within therapeutic ranges with some concerningly higher levels at times throughout the past month. The patient also had a chronic driveline infection that was treated with intravenous (IV) therapy and long term antibiotics. The vad was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device ((B)(6) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements prior to release. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed evidence of thrombus within the device. Analysis of the autologs report revealed an increase in power consumption and estimated flow starting on (B)(6) 2022, leading to par ameters above the normal operating range. Nineteen (19) high watt alarms have been logged since (B)(6) 2022. Raw log files covering the reported event date were not available for analysis. As a result, the reported high-power and thrombus events were confirmed. Based on the available information, the most likely root cause of the high-power event may be attributed to external factors such as thrombus formation/ingestion. Information received from the site indicated that in addition to the high power, the vad patient presented to hospital with dark urine, elevated lactate dehydrogenase (ldh), and suspected of having a vad thrombus. Of note, it was reported that the patient had a chronic driveline infection and received intravenous (IV) therapy and long-term antibiotics. The vad was exchanged. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus and infection are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this even t include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There is possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.